Event description:
It was reported the surgeon was implanting mobi-c without distraction and the inserter broke when the surgeon malleted very hard on it. There was no impact to the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the knob of the implant holder was fractured off, and the paddles were bent on the distraction forceps. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the surgeon was implanting mobi-c without distraction and the inserter broke when the surgeon malleted very hard on it. There was no impact to the patient.